Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the insulin pump alarmed no delivery. Customer stated that she went thru set change, 3 reservoirs and cannula was not bent and still getting no delivery alarm during bolus. Customer wanted insulin pump replacement. Customer decline to troubleshoot due to she was at work and does not have any supplies. The customer was advised the causes of no delivery. The customer will call back once she gets home to troubleshoot. No further information provided.